Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. Date of event is estimated. With the information provided, the relationship between the guide wire and the reported vessel perforation could not be determined. The warnings section of the instructions for use describes: observe guide wire movements in the vessels. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to the vessel. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel.

Event description:
The following event was noted during literature review entitled "a novel application of contrast echocardiography to exclude active coronary perforation bleeding in patients with pericardial effusion". During the procedure for treatment of a chronic total occlusion (cto) in the right coronary artery, retrograde strategy was selected; however, a guide wire could not be advanced through the septal collateral channels. Alternatively, a large diagonal to posterior descending artery epicardial channel was attempted for retrograde crossing using fielder fc and fielder xt guide wires and a corsair support catheter. Contrast extravasation was identified at a segment of severe angulation in the epicardial collateral connection. Heparin anticoagulation was reversed with protamine, and negative pressure using a syringe attached to the distal end of the corsair catheter was applied in an effort to vacuum seal the perforation site. Cto recanalization was aborted. The patient was monitored in the cath lab for several minutes and echocardiography revealed laminated thrombus in the surface of the right ventricular branch and a small to moderate pericardial effusion. Contrast echocardiography was then performed excluding any on-going leak. Pericardiocentesis was not performed and the patient was observed in the intensive care unit without further evidence of hemodynamic instability. Follow-up echocardiography revealed a stable pericardial effusion and regression of the hematoma during the remaining 3 days of hospitalization prior to discharge. No additional information was provided.